Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 330, 244, 240 and 209 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 170 mg/dl. Customer was using alcohol and was advised of proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not available to perform a back to back blood test during the call. The product is stored according to specification in the living area. The test strip lot manufacturer's expiration date is 05/24/2019 and open vial date is one week. The meter memory was reviewed for previous test result history: (B)(6).